Event description:
It was reported that syringe 3ml s/t bns was damaged on 2 occasions. The following information was provided by the initial reporter: material no.: 301077, batch no.: 0084201 it was reported that the leur tips of the syringes were damaged.

Manufacturer narrative:
H.6. Investigation: one photo and two loose 3ml syringes were received and evaluated. It was observed on both syringes there was similar tip damage. One syringe had a potion of the top of the tip sheared off with a small plastic fragment protruding outward. One syringe had the top of the tip pinched together. The damage tip on each syringe was rejectable per product specification. Potential root cause for the damaged tip defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml s/t bns was damaged on 2 occasions. The following information was provided by the initial reporter: material no.: 301077, batch no.: 0084201. It was reported that the leur tips of the syringes were damaged.